Manufacturer narrative:
A ge oec service representative investigated the issue and found the contrast levels needed to be adjusted. The live (left) monitor was adjusted to match the right monitor, to correct the image smearing. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system had image smearing on the live x-ray monitor.